Manufacturer narrative:
The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the deviation from instructions for use (IFU), that the customer did not wipe/brush the air/water nozzle with clean, lint-free cloths, brushes, or sponges the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material coming out from the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the suggested event "a foreign material in the nozzle" was confirmed. Therefore, the device did not meet its specifications nor function. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed since the reprocessing was not conducted properly per instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The subject event can be detected and prevented by implementation in accordance with the following IFU: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 "preparation and inspection" describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 "cleaning, disinfection, and sterilization procedures" describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.